Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the xenon light source exhibited faulty scope socket (error code b30) and flickering lights. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was possibly caused by foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts; thus, the video system center could not communicate with the endoscope. The root cause for the lighting failure was not determined. Olympus will continue to monitor field performance for this device.